Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was charging slowly for the past 6 months. Reportedly, the pump charged from 85% to 100% in an hour. In addition, the pump battery was observed to go up from 95% to 100% after being removed from the power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.